Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an undefined alarm occurred. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload, therefore, the alleged root cause could not be confirmed. Customer's blood glucose level was 300-350 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.